Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 had failed. A field service engineer found that the half-height cubie drawer had failed and was missing from the medication application configuration. The fse replaced the half-height cubie bus module controller board, reseated the row board cable connections, and also reseated all cubie trays and pockets to resolve the issue. After completing these corrective actions, the fse tested the system and confirmed that all pockets and the drawer were successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 2.1 and 2.2 failed and displayed not recognized on serial bus. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.